Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that none of the buttons are working. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised when they press esc or the down arrow nothing happens. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to test for the no delivery alarm due to the unresponsive buttons. The pump had minor scratches on the lcd window.